Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A xtw (lot: 40916r1014) was chosen for implantation. Leaflets were difficult to visualize, and independent grasping was used. After deployment the clip detached from the septal leaflet (single leaflet device attachment (slda)). An additional clip was implanted to stabilize the slda. A third clip was also implanted to further reduce tr. The procedure ended with tr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and per the account the reported slda was due to procedural condition associated with difficult imaging. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.